Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this female patient's knee was revised 6 years post op. No other information available.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; insufficient information. Section h11: *the following sections have corrected information: (b5) describe event or problem: it was reported via legal that this female patient's knee was revised 6 years post op. No other information available.

Event description:
It was reported via legal that this female patient's knee was revised 6 years post op. No other information available.